Event description:
In 2003, five smart stents were placed in the right sfa. The procedure was conducted at another hospital and additional information is unknown. The stents were all overlapping and covered almost the total length of the sfa. In 2007, the patient was seen at the current hospital and no stent fractures were present. On (B)(6), 2010, the patient had an ultrasound and a pseudo aneurysm with fracture of one of the stents was noted. The physician treated the aneurysm and fracture with a viabahn stent.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that (B)(4) stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. Most reported fractures included single or discontinuous struts. Although considered to be a rare event, complete transection of the stent may cause a perforation and pseudoaneurysm formation (as listed in the IFU). Percutaneous endovascular means are the preferred treatment. In this case, vessel/lesion characteristics and/or biomechanical forces likely contributed to the reported event.